Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing discomfort and achiness in her upper back in between her shoulder blades. The physician believed that it was procedure related. The patient underwent an early lead pull procedure. The patient was doing well post-operatively.